Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level was 600 mg/dl. The customer's most current level was 224 mg/dl. The customer states the alarm was resolved by complete set change. The customer was advised that replacement sets and reservoirs would be sent. The customer was advised to monitor the device.